Event description:
It was reported that the device had a white screen indicating a lock up condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.

Manufacturer narrative:
Correction/additional information: (B)(4). The initial MDR reads: physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined. The initial MDR should read: physio-control's extensive investigation of the reported issue verified a sporadic white screen/lock up device failure. Physio determined the cause for the malfunction to be failure of an ic chip, designator u83, on the system controller pcb. Physio replaced the system controller pcb assembly and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.